Event description:
It was reported that a patient who was implanted with viper implants and leopard cages (l4-s1) in 2008, later reported with device related back pain, surgeon reported that x-rays shows that a screw at l4 (right) had disassociated from the rod. Surgeon is taking no action at this time. As this could result in the need for intervention, an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instruction for use (IFU) supplied with the device.